Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that her blood glucose level was going up the past four to five days. Her blood glucose level was 500 mg/dl and it went down to 414 mg/dl. The customer treated her blood glucose level with a bolus. Her legs were hurting and she had a headache. The customer contacted their health care provider. The basal rates were incorrect. The insulin pump did not have any basals causing her high blood glucose level. The customer was wearing her old insulin pump as backup. The device was not returned.